Manufacturer narrative:
This report was sent in error as the initial MDR and the supplemental reports were both submitted as reportable malfunctions; however, there are no reportable malfunctions related to the subject device that would cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device a had blurry image. There were no reports of patient harm.

Manufacturer narrative:
Updated field(s): d8, d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the cause determined was due to humidity affecting the charged coupled device (ccd), however the most probable cause was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.